Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge detection notification occurred. A review of pump data indicated that a cartridge alarm 25 occurred. There was no impact to the customer's blood glucose level. The customer reloaded the cartridge and resumed insulin delivery.